Manufacturer narrative:
This report is for an unknown screws: matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had a scheduled mandible reconstruction with a diagnosis of a wound by firearm which was previously operated in 1998 and 2006. The surgery was performed, the osteosynthesis plates were exposed (unknown commercial housetension plate and lock mandible plate) and loosen osteosynthesis material in the jaw. However, the surgeon decided to postpone the surgical time for mandible reconstruction due to the infection in an old operative site, granulation tissue, submental fistula with seropurulent drainage, fractured osteosynthesis material and pseudoarthrosis in bone healing. In addition, the opened plate was packed in a double bag with the security label and was left inside the container for logistics to do its respective process. It is unknown if when will be the specific time to continue the surgery. This complaint involves an unknown number of devices. This report is for one (1) unk - screws: matrixmandible. This report is 2 of 3 for (B)(4).